Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
This was a patient involved event. A device was used on a patient in (B)(6). The device kept prompting apply pads throughout event. The patient did not survive.

Manufacturer narrative:
The device history record for the sam 500p device and returned pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2017.there were three events dated (B)(6) 2018. Event 1: 21:41:46. This event was 4 minutes 49 seconds in duration. The pads were adhered to the patient 1 minute 10 seconds after the device was switched on. The patient presented asystole, and a shock was not advised. The device prompted ¿begin CPR¿ at 00:01:27, and chest compressions began at 00:01:30. The patient¿s impedance was low at 00:01:44, and the device advised to ¿check pads¿ until the device was switched off. Event 2: 21:47:03. This event was 39 seconds in duration. There was signals in the ECG and icg consistent with chest compressions whilst the device was prompting the user to apply the pads. The device shutdown after 35 seconds without the power button being pressed. Event 3: 21:47:55. This event was 2 minutes 9 seconds in duration. The pads were not adhered during this event. Low patient impedance, which caused the ¿check pads¿ prompt, is likely caused by the pad placement and may occur if the pads were placed too close together or were touching, or if there was a conductive path between the pads. For example, moisture/sweat on the patient¿s chest, jewellery touching the pads etc. The device was powered on and the user was issued with the advisory speech prompts, 1 minute and 10 seconds into the event the electrode pads were detected as being attached to the patient. The patient¿s heart rhythm presented as asystole. During the CPR phase, the patient¿s impedance dropped out of range. With no in range impedance detected the user was then repeatedly advised to ¿check pads, press pads firmly to patient¿s bare skin¿. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. An in range patient impedance was detected prior to the ¿check pads¿ message, which would suggest the electrode pads had initially been correctly attached. In the absence of the patient, the investigation was unable to replicate the reported fault. The fault may have been due to a number of things, for example, pad positioning or the presence of conductive material.this device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved event. A device was used on a patient in b)(6). The device kept prompting apply pads throughout event. The patient did not survive.